Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chest wall. It was reported that the patient thought that their implantable neurostimulator (ins) battery quit working and they wanted to have it replaced. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.